Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and curved opening on patch. Leak test and microscopic analysis was performed which identified: sharp opening curved on patch bond edge, striated opening on anterior and yellow particles in the shell. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness is within specification. Based on the device analysis the final assessment is: a sharp opening on patch bond edge assessed as an unidentified (tear) opening. A striated edge opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side implant deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.